Event description:
Cpi rec'd info that this possis lead was removed from service due to installation failure. Two possis leads are involved in the pt's lead system. Cpi is unable to determine which lead had the problem, therefore, will report the complaint at this time. Lead was capped and remains implanted therefore the problem could not be confirmed.